Event description:
The device was checked for functionality prior to the procedure starting and the mouth of the forceps would not open. This occurred with 6 separate devices (all of the same size forceps), 5 from the same lot number and 1 from a different lot number. Devices of these lot numbers have been removed from circulation. User error ruled out as different providers, including the attending, tried to open the mouth of the forceps and were unable to do so. Manufacturer response for st judes medical procure 50cm forcep, procure (per site reporter): still waiting to hear back from (B)(4).